Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-07234. It was reported the patient's ipg's was inoperable. Surgical intervention was undertaken during which the ipg's was explanted and replaced to address the issue.